Manufacturer narrative:
The company representative observed "autofill failure" and "electrical test failure code #58" (power-up vent test failure) alarms in the fault log. He did not observe any maintenance code #3 in the fault log. He cleared excessive moisture from the purge line. The company representative replaced the tubing assembly filter (part number 0008-00-0331) and the manifold drive (0997-00-0985-0018), in an unrelated repair the safety disk (0997-00-0985-01 ) and the batteries (0146-00-0039) were also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp displayed "maintenance code #3 (balloon transducer offset failure) on the screen. While attempting to troubleshoot with the clinical representative the iabp generated an "autofill failure" alarm. The patient was switched to another iabp and therapy was continued . No patient injury was reported